Event description:
A 25 mm diameter x 15 mm diameter x 16.5 mm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported 5 years post stent graft implant during a routine follow-up the CT demonstrated that the stent graft had migrated, but there was no endoleak or aneurysm enlargement. The cause of the migration was due to disease progression with expansion of the aortic neck. The physician will monitor the pt. No additional clinical sequelae were reported and the pt is fine.